Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the injector did not drag the lens correctly by passing the plunger over it. Another lens was taken to continue the surgery. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2.,b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the event occurred before the surgery.